Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming this lead was capped due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. No additional adverse patient effects were reported.